Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The returned instrument shows no manufacturing abnormalities. There are large abrasions on the distal insertion tube from being in contact with another sharp instrument. The blue/white suture is fractured at its midway point which would be the approximate attachment point to the anchor. A material characteristics assessment found that based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a specified break strength a definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include application of improper/excessive force. Based on this investigation, the need for corrective action is not indicated

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a bankart repair, after deploying a q-fix anchor and pulling the inserter out, the sutures appeared to have been cut from the distal tip of the inserter or dye. The anchor had to be drilled out. The procedure was resumed, after a non-significant surgical delay, using an equivalent s+n back-up in the originally drilled bone hole. No further complications were reported. Patient current status is recovering well as expected.